Manufacturer narrative:
The unit will not be returned to the service center for evaluation as the user facility determined the cause of the reported event was due to the doctor's technique and not the equipment.

Event description:
The service center was informed that during a therapeutic polyp removal procedure, a patient sustained a burn. It is unknown if the intended procedure was completed. The patient¿s course of treatment is unknown. The patient has reportedly recovered. Additionally, the user facility¿s biomed reported that it believed to be the doctor¿s technique that caused the patient¿s burn. The unit¿s functionality and output were inspected/tested by the facility¿s biomed and passed all testing.